Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown) with the device in semi automatic mode, when the device advised shock to a non-shockable asystole or pulseless electrical activity heart rhythm. The patient subsequently expired.